Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice device during the initial drain phase of peritoneal dialysis therapy. The hp reported that they had just begun therapy when the alarm occurred. The patient was connected at the time of the alarm. The technical services representative assisted the hp in clearing the alarm and ending therapy. Troubleshooting was unable to determine the cause of the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.